Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the manual probe in the coulter hmx hematology analyzer with autoloader was leaking bloody diluent. No patient samples were affected. The customer was wearing personal protective equipment (ppe) including a gown, gloves, and goggles at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse noticed that the rinse block extended slightly beyond the manual probe. The fse adjusted the rinse block and verified the repair per established procedures. Bec identifier for this report is (B)(4).